Event description:
It was reported that the patient experienced pain at the ipg incision site and surgical incision site. It was also noted that the patient was experiencing inadequate stimulation despite multiple reprogramming done. The patient took an extra pain medication tablet and will undergo an explant procedure. Additional information was received that the patient was experiencing discomfort. The patient underwent an explant procedure. All explanted devices were discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5129002/5156184.

Event description:
It was reported that the patient experienced pain at the ipg incision site and surgical incision site. It was also noted that the patient was experiencing inadequate stimulation despite multiple reprogramming done. The patient took an extra pain medication tablet and will undergo an explant procedure.